Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after wearing the device between 1 and 4 hours. Patient stated the infection was caused by frequent pod changes and the last pod had been removed a couple of hours prior to seeking medical attention. The patient was taken to the emergency room (ER) and treated with intravenous fluids and antibiotics. Patient was in the ER at the time of reporting, and good faith attempts to later obtain additional details were made but unsuccessful.